Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for a high blood glucose event due to a lupus attack. The patient's blood glucose exceeded 400 mg/dl. She experienced vomiting, back pain, and a fever. The customer was kept in the hospital from saturday to monday and her blood glucose returned to normal. All of the hospital testing yielded normal results as well. Troubleshooting was declined as the customer already knew what caused the hyperglycemic event. No products were returned or replaced.